Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as the patient made a mistake during therapy. On the same day as onset, the patient was hospitalized and started treatment with injection vancomycin (1 gram, every fifth day, route not reported) and injection ceftazidime (1 gram, daily, route not reported). The outcome of the event was unknown. It was not reported if the patient was retrained on proper aseptic technique. Action taken with pd therapy was not reported. Additional information is not available.